Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient¿s sensor failed and he was unable to monitor his cgm values. The patient also was unable to check his bg level with a glucometer. The patient was wearing an omnipod insulin pump. At an unspecified time later, the patient began to feel ¿high¿ and went to the emergency room for evaluation. The patient could not recall how much time elapsed from when the sensor failure occurred to when he became symptomatic. At the ER, the patient¿s bg meter reading was 568 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with insulin via IV insulin and IV fluids. The patient was discharged on (B)(6) 2025. Before discharge, the patient¿s bg meter reading was around 130 mg/dl. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.